Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had an issue with the device not infusing the medication. The patient had multiple hospital stays due to several symptoms including palpitations, dizziness, tachycardia, shortness of breath, worsening pulmonary arterial hypertension, nausea, vomiting, diarrhea, migraines, anxiety, and fatigue. Despite several attempts, the pump continued to not deliver the medication the patient needed and in some instances the pump alarmed occlusion. There was patient involvement and patient harm/adverse event was reported. The device system delivered remodulin sq (treprostinil sodium) injection, 5.0 mg/ml at 0.020 g/kg, (self-fill with 1.8 ml per cassette, rate of 18 mcl per hour).

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.